Manufacturer narrative:
Through the course of the investigation, a product non-conformance was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm, or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of discrepant sars-cov-2 results for a single patient when tested with the cobas 6800/8800 sars-cov-2 test, lot g20539. It was noted that the positive results were reported to the customer's client, who questioned the initial positive results. Upon retesting, negative results were generated. No harm or injury was indicated. The sample was a nasal swab, collected in virtal transport medium (brand unknown). It was noted that the site did not deviate from any instructions within the product's method sheet. Through the course of the investigation, a product non-conformance was not identified.